Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported pt effects of angina and restenosis, as listed in the product instructions for use (IFU), are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: 7 month post procedure. It was reported via trial that on (B) (6)2009, the pt underwent stenting in the predilated left anterior descending artery with one xience v stent. On (B) (6)2010, the pt experienced unstable angina and was admitted to the hospital. The pt underwent percutaneous coronary intervention to treat the target vessel in-stent restenosis with balloon angioplasty only. The pt's condition resolved on (B) (6)2010 and the pt was discharged. There was no adverse pt sequela. There was no additional info provided.